Event description:
Mr. Mutz, head of theatre, reports via our sales rep, markus haller, that the tip broke off.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.